Manufacturer narrative:
Other # field is populated with the di number. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that during a patient's revision, one lead was fractured. The physician decided to only connect one tail of the lead. It was also reported that the lead was fractured before the procedure. The patient was doing well postoperatively.